Manufacturer narrative:
Product analysis: it was determined on analysis that the programmer tested out of specification as the power supply was defective. It was also noted that the micro processor unit (mpu) board, telemetry module and link electronic module (lem) board were ingressed with liquid. The paper drawer was nearly empty. The cord bay latches were broken. The upper and lower bullets were missing. The radiofrequency head cable shielding was damaged and the light emitting diode (led) window display broken. The anti-slip layer was ripped off the radiofrequency head and errors were noted in the software history log. The programmer was scrapped at customers approval . If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would not start. There was no patient involvement. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.